Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the severely tortuous mid to distal end of the right coronary artery. A 24 x 3.00 promus premier drug-eluting stent was advanced for treatment; however, the delivery shaft fractured. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in the severely tortuous mid to distal end of the right coronary artery. A 24 x 3.00 promus premier drug-eluting stent was advanced for treatment; however, the delivery shaft fractured. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 24 x 3.00mm stent delivery system (sds) was returned for analysis broken in two pieces. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 20cm distal to the distal end of the strain relief and multiple kinks proximally and distally from break site. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.